Event description:
I did not have an "event" with the heating pad. I received a notice from amazon stating that the heating pad had been recalled. Therefore, I went to the website below and filed the report. If you have any further questions, please feel free to contact me. FDA safety report ID #(B)(4).